Manufacturer narrative:
No frozen screen noted during testing. Unit passed displacement test and self-test. Unit successfully downloads to thump. No pump error 63 noted during testing. However, confirmed pump error 63 variable (line number: 496 file number: 643) in the pump history download on (B)(6) 2025 at 09:38:28 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. All buttons functioned properly. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2025 at 09:20:50 in pump downloaded history. No moisture damage noted to motor assembly per visual inspection. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, stained keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly. Confirmed pump alarmed stuck button error in pump download history. However, frozen screen was not noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures.), frozen display, keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the pump was not exposed to a change in altitude. The customer was not able to successfully clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.